Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2012 and mesh was implanted. After removing the catheter post operatively, the patient experienced heavy urinary incontinence. Due to the incontinence, the patient underwent a sling procedure on (B)(6) 2010.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.